Event description:
Previously underwent total left knee arthroplasty (2/13/96) secondary to osteoarthritis left knee. Recent history of knee effusions. On exam there was no instability with a ralgus stress but there was 2+ various stress suggesting failure of polyethylene liner on the medical side. Serical x-rays showed narrowing of medical compartment. Admitted on 07/24/1997 with diagnosis of failure of polyethylene liner with secondary synovitis. Had left total knee revision with removal of worn polyethylene liner and replacement with a +10 75mm polyethylene liner; complete synorectomy and lateral retinacula release. The pateller and femoral components as well as tibial tray.